Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, the basic occlusion test, the occlusion test, the excessive no delivery test, and the prime test. The unit was functioning properly. The motor passed the motor test. There was no motor error alarm and no excessive no delivery alarm found. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm and a no delivery alarm. The customer stated that the device had been dropped. The customer also reported that they stopped using the insulin pump and has been treating with manual injections. The customer's blood glucose level was 45 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.